Manufacturer narrative:
B4:(B)(6) 2021 multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator had a blower temperature high alarm during use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.